Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event could not be determined through this evaluation. The account communicated that the locking mechanism failed to lock fully over the apical cuff after the disappearance of the yellow line and was partially open. The surgeon opened the lock and reattached the pump again firmly. The patient was asymptomatic. The IFU steps state to gently pull on the slide lock to ensure that it is properly engaged. If it fails to engage, do no make further attempts to engage until retracting the slide lock mechanism. The slide lock will not engage the apical cuff unless initially fully retracted. Inspect the entire circumference of the pump-cuff junction to ensure that the lvad is properly seated. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. Review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6)passed all inspection and testing steps. The patient remained ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU is currently available: section 5 entitled ¿surgical procedures¿ (under ¿surgical considerations¿) cautions: after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the cuff lock of the heartmate 3 lvad. If the cuff lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the cuff lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the cuff lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. Section 5 of the IFU further warns: during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 5 (under ¿inserting the pump in the ventricle¿) explains how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. This section also outlines the steps to complete if the orientation of the pump requires adjustment and instructs to use a sterile surgical tool to unlatch the cuff lock, if necessary. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the locking mechanism failed to lock fully over the apical cuff after the disappearance of the yellow line, and was partially open. The surgeon opened the lock and reattached the pump again firmly. The patient was asymptomatic.